Manufacturer narrative:
Malfunction was not confirmed as the device was not able to be turned on. Should additional information become available a supplemental record will be filed.

Event description:
The dealer states when he turned the joystick on, it fried. There was sizzline noise and a pop. The pc board is fried and one relays was melted and the other one had exploded.